Manufacturer narrative:
(B)(4). Reason for surgery: sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, urinary leakage, painful bowel movements, painful urination, recurrent utis, excruciating pain in tailbone, back pain, vaginal spotting, rectal bleeding, nausea, vomiting, numbness, vaginal scarring and continued urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, frequency, and urgency. No additional information was provided.